Manufacturer narrative:
Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of the procedure, pressing the activation button was felt different. Cut was activated but coag was not. A new device was opened to continue. There was no patient involvement. Medtronic's initial testing confirmed the device self-activated.